Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had inaccurate bolus and prime history. The patient claimed that the pump recorded multiple prime deliveries that she could not recall performing. The patient was unable to account for 17.6 units that were reportedly primed between 11-12 pm on (B)(6) 2011. In addition, on (B)(6) 2011, the recorded bolus amounts allegedly were not adding up. The patient could not recall administering a 12.40 unit bolus at 3:29 pm that day. For the previous 2 days, the patient claimed that her blood glucose levels ranged from "300-500 mg/dl." The patient also reportedly felt nausea. Her normal bg levels usually run "100-200 mg/dl." Through troubleshooting, no issues were observed with the infusion set, site, or cartridge. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that pump's bolus and prime histories were inaccurate. There is no evidence however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, and bg values that meet animas' criteria for a serious injury.